Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality technician reported that the arterial blood parameter module failed the startup test. Since the event occurred during routine testing, there was no pt involvement during this event.